Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
An implant registration card was received back from the user facility notating an on-x aortic valve was implanted into an existing on-x patient. Additional information has been requested. This investigation will be relegated to onxace-25, sn (B)(6). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
According to the implant registration cards received via email on 26apr2023, an aortic on-x valve was implanted in an existing on-x recipient. This investigation will be relegated to onxace-25, (B)(6). The device/product was not returned. The following additional information was received, "there was a paravalvular aortic leak along with an ascending aortic aneurysm found on a routine yearly echo. [The patient] was stable prior to surgery (scheduled elective) and was discharged post-op day 9. Last progress note reports that patient is recovering well." No additional information is forthcoming. The manufacturing records for the onxace-25, (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. On (B)(6) 2023 a notification was received from device tracking that an onxace was implanted in a patient with an existing onxace implant. The original implant onxace -25 sn # (B)(6) was implanted on (B)(6)2012 in a 59-year-old male with an unknown medical history. Onxace-25 sn (B)(6) was then explanted and replaced with onxace-27/29 sn# (B)(6) on (B)(6) 2023 (3,864 days post implant). The valve was not returned to the manufacturer for evaluation and testing; however, a review of manufacturing records show no processing issues. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, major paravalvular leak occurs at a rate of 0.3% per patient-year for rigid heart substitutes [iso 5840-2:2021(e)]. With the limited available information provided regarding both the paravalvular leak and the secondary finding of the ascending aortic aneurysm, no definitive causes could be established. It is unknown what, if any, contribution the valve had to the decision to explant. No further action required without additional information. A complaint and recall query was performed for onxace-25, sn (B)(6) to identify previously reported complaints or recalls associated with this complaint. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.